Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 1998. The implanting physician's worksheet fails to identify the location of the proximal end of the bifurcated stent. Cut films in october 1999, revealed an acute bend in the aorta. The bend correlated with the stent attachments to the graft material of the 2nd and 3rd top stent segments of the graft. The 3rd stent segments appeared to be protruding outward at the superior border of the crown. A CT scan on the same date revealed no corresponding endoleak and the stent graft remained effective in excluding flow to the aneurysm. The pt was asymptomatic. X-rays and contrast enhanced CT scan obtained on an 18 month follow-up (march 2000) revealed the proximal neck of the graft to have been below a highly tortuous bend and due to this position within the proximal neck, the stent graft did not have a proximal neck sealzone as concluded by 3d reconstruction. The physician communicated to medtronic/ave on march 13, 2000 that he "could not see any evidence of an endoleak and there has been no increase in sac diameter." He also stated "there does appear to be further distal migration and angulation of the body of the stent graft." The physician noted at the 24 month follow-up there was an endoleak and broken diamonds in the aneurysmal sac. The physician also suspected there might have been migration of the proximal end of the stent graft. On the event date the graft was explanted and the pt was treated with surgical open repair of the aneurysm. A visual examination of the explanted device by the physician revealed one broken stent ring and two diamonds detached from the device. X-ray films reviewed by medtronic/ave revealed the proximal portion of the stent graft has an acute bend of approximately 80 degrees. It is noted that two stent diamonds are broken from the stent graft and it appears that there is another diamond fragment separated from the graft. Following explantation, the device was shipped by common carrier to the united states. During shipment of the device, the carrier irreparably damaged and discarded the product and therefore, medtronic/ave explant lab was prevented from examining the device. X-ray film interpretations by an outside physician are pending at this time. The device was only observed during explantation in the hosp by the mda in london. Medtronic was not present at the time and therefore, there has not been an add'l assessment of the device conducted. There is no add'l clinical sequelae reported and the pt is doing well. Co will continue investigation regarding the initial sizing and placement of the stent graft. Any add'l info received will be submitted in a supplemental report.